Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the liquid medication did not dispense" was not confirmed. A "high pressure" alarm was recorded in the event log multiple times. The root cause of the event was unable to be identified because the reported issue was not replicated in the device. The device was returned to the customer with no repair provided to it. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the liquid medication did not dispense. The event occurred while patient use at the facility. There was no patient harm or adverse event reported.